Event description:
A zoll distributor returned a monitor sn (B)(4) indicating that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing ) was confirmed. As received, the monitor failed incoming pulse testing with associated code 203 - pulse test fault. Upon evaluation, the q3 transistor was shorted and the r13 resistor was out of tolerance on the computer / analog (c/a) board. The cause of the pulse test fault and inability to complete testing is the defective components on the c/a board. The root cause of the defective components cannot be positive identified. No adverse event resulted form the defective components.